Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01786. Medical devices: vanguard cr por fem-rt 67.5 catalog#: 183050 lot#: 060470 biomet por pri tib tray 67mm catalog#: 141262 lot#: 349920 biomet finned pri stem 40mm catalog#: 141314 lot#: 164650 ti low profile screw 6.5x45mm catalog#: 103536 lot: 388660 ti low profile screw 6.5x25mm catalog#: 103532 lot#: 713120 ti low profile screw 6.5x35mm catalog#: 103534 lot#: 378430 ti low profile screw 6.5x35mm catalog#: 103534 lot#: 284720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is reporting knee to be unstable approximately 8 months post implantation. No revision procedure has been reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.